Event description:
Two pts have experienced a staph infection after surgery to implant pioneer surgical devices as well as novabone putty. Pioneer surgical has submitted MDR's related to these two cases. Both pts contracted staph infections, site irrigation was performed on each and both pts were placed on antibiotics. Both pts were released after 3 days from hospital.

Manufacturer narrative:
Manufacturing, sealing and sterility records verify product was manufactured according to specifications with deviations or non-conformances associated with the lot.